Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom tech support on (B)(6) 2010 to report that she experienced a retained distal sensor fragment. Pt had removed her sensor pod in the normal manner after 7 days of wear and "saw something black that felt like a part of the wire left in her skin." Pt was unsuccessful in attempting to remove the retained distal fragment, but did not experience any discomfort from the incident.